Manufacturer narrative:
Return requested. Replacement articulating arm shipped to site 02/22/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned vertek arm was found to be well worn. The arm failed the downward force test; the arm should hold with a downward force up to 14 lbs but failed at 11.1 lbs. The arm passed the sideward force test; the arm should hold with a sideward force up to 10 lbs and the returned arm held up to 11 lbs. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.